Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.